Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Additionally, the display was said to be cracked. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the pump was powered on and the display was found to be dim, with discolored text. The complaint of a cracked display was not observed during evaluation. The display was found to be scratched, which is cosmetic and does not affect insulin delivery function. The keypad was found to be intact; no damage was observed. The up arrow, down arrow and ok keypad buttons responded appropriately. The contrast button required hard presses to elicit a response, which does not affect insulin delivery function. Unrelated to the complaint, investigation revealed evidence of contamination under all of the button contacts. Also unrelated to the complaint, the pump case was found to be cracked next to the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.